Manufacturer narrative:
This report is being sent to correct our previous submission. After further review this complaint should have been deemed non-reportable. The manufacturer previously received information on a dreamwear, patient says she does not like the headgear with arm alleging they give her headache, patient says it's too hard on her head. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dreamwear headgear with arms was not returned to the manufacturer or third-party service center for evaluation. There is no allegation of device malfunction or serious injury. No death. No serious harm or injury was reported. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable.

Event description:
The manufacturer received information on a dreamwear, patient says she does not like the headgear with arm alleging they give her headache, patient says it's too hard on her head. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.